Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned instrument exhibits signs of repeated use and has fractured on the lateral side of the post. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional fractured during trialing. No further information is available.